Manufacturer narrative:
A sample has been received for investigation. For this complaint file, the final customer lot was identified as sterile lot 15012469x. For this final lot, two 25+ illuminator lots, manufactured in nov-2014 and dec-2014, were used to make up the final lot. A device history record review for each of the fiber optic lots was conducted. The device history record reviews do not point to a root cause because all lots were released based on alcon¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates two unrelated additional complaints were associated with the illuminator lots. The illuminator was visually examined using magnification. A buildup of procedural residue was observed on the outside diameter of the needle. A dimensional test of the outside diameter of the fiber tip was nonconforming where the greatest amount of procedural residue was present. The outside diameter of the fiber tip with the greatest amount of procedural residue measured .0209in., while the outside diameter of the needle without the procedural residue was conforming and measured 0.0202in. A functional test determined that the illuminator had some resistance when passing through a conforming 25ga trocar due to the residue. The evaluation confirms the illuminator encounters resistance when inserting the needle through a conforming trocar. This resistance is a result of the buildup of procedural residue that was observed on the outside diameter of the illuminator needle. (B)(4).

Manufacturer narrative:
A sample has been received and is in house. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they were unable to fit the light pipe through the cannula during a vitrectomy. The case was completed by switching out the light pipe and cannula. There was no harm to the patient.